Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine [20 mg/ml] at a dose of 8.5 mg/day viaan implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported on (B)(6) 2016 that a low battery reset critical alarm was occurring. The pump logs were checked. The patient had withdrawal, which was indicated as a sudden change in therapy/symptoms. The low battery reset occurred on (B)(6) 2016 and the withdrawal started ¿over the weekend.¿ the pump was programmed to the lowest simple continuous with a new dose of 0.96 mg/day.

Event description:
Additional information received on (B)(6) 2016 reported the withdrawal was related to the low battery reset alarm, and manufacturer was contacted for advice for troubleshooting. Pump was reprogrammed per instructions, and issue was not resolved. It was noted the cause of the low battery reset was pump failure. It was later reported on (B)(6)2016 the pump was interrogated and replaced due to the early battery low/low battery reset and withdrawal symptoms. The low battery reset/early low battery and withdrawal symptoms were noted to have been resolved. Patient's status was alive- no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.